Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced very high blood glucose. The customer¿s blood glucose level was 429 mg/dl at the time of incident, and his current blood glucose is 429 mg/dl. The customer experienced symptoms such as nausea. The customer states the drive support cap appears normal. The insulin pump is expected to be returned for analysis.